Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sudden increased in impedance was observed due to lead fracture. It was suspected that the cause of the fracture was due to the size and weight of the patient, who was morbidly obese. Lead was capped and replaced on (B)(6) 2016. Patient was doing well after the procedure.